Event description:
The patient presented for ICD extraction of right atrial (ra) and right ventricular (rv) leads and generator. The rv lead screw failed to retract. Rv lead model # 7120q. The patient who is status post a st. Jude dual chamber ICD implanted in 7 months ago. The patient's course has been complicated by failed defibrillation threshold testing (dft) at maximum output as well as a premature ventricular contraction (pvc) burden of 15%. Consequently, she will have her leads extracted today so that she can undergo an MRI in preparation of a possible pvc ablation. Reimplantation with +/- azygous coil will occur after pvc ablation consideration is decided. The patient was seen and examined by an electrophysiology staff physician and deemed appropriate for a generator change. Per cardiology, we will obtain a repeat holter monitor and cardiac MRI before her next clinic visit with me in two to three months and if her ejection fraction remains low, then we will reimplant her defibrillator. The patient was discharged home in good condition.======================manufacturer response for implant - lead wire, ra lead (per site reporter).======================awaiting response.======================manufacturer response for aicd, aicd (per site reporter).======================awaiting response.